Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure; while using the harmonic ace instrument to cut the liver, it was observed on the monitor that the teflon pad had fallen off. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The piece remained attached to the instrument without falling off. The instrument did not collide with any other instrument or tool during the procedure. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were not shared.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end end of the pad. There was no missing material. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.